Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and the ketone level was large. The cause was not known. Boluses via the pump and insulin injections were administered to address the bg level. The bg decreased to the mid 200s mg/dl and in the morning it was back up to 400 mg/dl. The customer reverted to using a non-tandem pump for insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to usb pin damage.